Event description:
According to the reporter: the 5mm versastep trocar sleeve frayed. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).